Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The patient will be tested for possible allergic reaction and will be treated medically according to their condition. Patient is recovering well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in clinic with a pocket eruption, it was suspected that the patient was allergic to metal implantable systems. Test results showed a negative result for infection. The entire system was explanted. The patient was discharged post procedure and recovering well.